Manufacturer narrative:
Cuff performed within specifications.

Event description:
Additional info received indicates on 12/10/1997 the cuff was removed from the pt and replaced due to recurring incontinence.